Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which there was an unintended/silent shut down that occurred during infusion was confirmed during product evaluation. This condition was caused by a blown fuse that was due to a faulty user interface module printed circuit board (uimpcb). The capacitor and uim pcb were replaced to correct the reported condition. This involved a colleague p1.7 infusion pump with user interface module master software version 8.11.00. A device history review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the device with this serial number. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted baxter to report a colleague infusion pump in which there was an unintended/silent shut down that occurred during infusion. This condition caused an interruption of delivery. There was patient involvement in the intensive care unit. It had been delivering on channel c. No alarm or error code. Nurse noticed blank screen and tried to power it back on without success. There was no adverse event, patient injury or medical intervention associated with this report. The user interface module software version of this device is currently unknown. There is no further complaint information available.